Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. There was blood on the proximal conductor of the lead and it was not obstructed. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix was fully extended. Dried blood and tissue visible on helix, and in sleevehead. Visual inspection found the outer insulation was cuts, and that allows blood ingress on the proximal conductor. Soften and removed some tissue and blood from helix and sleevehead using isopropyl alcohol. Then performed helix function tests. The helix could be extended, and retracted, and turns within specification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the procedure, the lead helix opened automatically during implantation, and it could not be retracted. The lead was removed and replaced. No patient complications have been reported as a result of this event.